Event description:
The device was implanted in 2000. In 2001, the MFR was informed by the facility's lvad coordinator of the following: the pt was in the hosp. A grinding noise was coming from the device. The MFR's rep advised the facility's coordinator to put the pt on pneumatic support. The MFR's rep also requested that waveforms and the used vent filter be returned to the MFR for analysis. In 2001, the MFR was contacted via e-mail and informed that the pt expired (date not specified). A blood clot had developed and the pt expired when the pt threw the clot. The device was explanted and has been returned to the MFR for analysis. No further details were provided.